Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017 . Date of follow-up report : 02/28/2017. One used lf1723 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Initial visual inspection found no defects. The customer reported that a sealing problem occurred during the procedure. The reported condition was confirmed. The investigation found that re-grasp alarms sounded continuously and the device could not generate energy. The device was disassembled, and the investigator found the red wire was routed incorrectly, leading to wire-failure. Since the device cannot be activated at all due to the wire, the device could not seal. The investigation identified the root cause of the alleged event to be incorrect wire routing in assembly and the appropriate personnel were notified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/20/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy procedure the device sealing was incomplete in the middle of use. The jaws were cleaned however the issue was not solved. A new device was opened to continue the case. There was no patient harm and the operating time was not extended. Nothing fell into the cavity and there was no bleeding.